Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, tandem clinical diabetes specialist had reviewed with the customer the infusion set application and insulin storage. The customer reported that the blood glucose level had improved.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (200-500 mg/dl). Boluses via the pump and insulin injections were used to address the bg level. The customer did not known the cause of the high bg. As the high bg events had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.